Manufacturer narrative:
An investigation has not been completed, events recognizing that a definitive root cause cannot be identified due to a wide range of missing external factors (non-design or manufacturing related), including implant implantation and removal date, and reason for implant removal. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
A healthcare professional reported mobility, bone loss at nm-f4211 lot#9000520 implant. The implantation and removal date has not been provided. According to the information, the patient is healthy. The device was forwarded to the manufacturer. No other medical issues were reported.

Manufacturer narrative:
UDI related data quality updates only.